Event description:
During a whipple procedure, the tip of harmonic broke during use, all pieces recovered. Verified by operating room team the broken tip lined up evenly. Physician and rep aware. No harm to pt or staff, part replaced and procedure completed.